Event description:
Related manufacturing reference number: 2017865-2022-41770. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture and low pacing impedance the right atrial lead exhibited intermittent sensing and low pacing impedance. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.